Event description:
(B)(6) clinical study. It was reported that mild pinching of the diagonal occurred. On (B)(6) 2011, the patient presented with chest pain associated with nausea, vomiting, shortness of breath and cardiac catheterization was performed. Subsequently, the index procedure was performed. The target lesion was de-novo lesion, located in the mid left anterior descending artery (lad) with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.8mm. The target lesion was treated with pre-dilatation and placement of a 3.00 mm x 16 mm taxus liberté stent. Post dilatation was performed using a 3.0 x 15 mm maverick quantumn balloon catheter and "mild pinching of the diagonal" was noted. The mild pinching of the diagonal was treated by balloon angioplasty using 2.0 x 12 mm non-bsc balloon catheter, with less than 30% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).